Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that the surgeon indicated that the surgeon side console (ssc) right master tool manipulator (mtm) was drifting. Error 23075 was observed in the logs pointing to the right mtm. No further information was available.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, there were loose mechanical cables on axis 1, 2, and 3. The mtm was installed onto a system and would not manually stay in the ¿home¿ position. The mtm was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing passed within specification. Once testing was completed, all mechanical cables were tensioned and verified to be the source of the issue. The root cause is attributed to loose mechanical cables in the mtm.

Event description:
Refer to h11 for follow-up information.